Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized approximately on (B)(6) 2014. Customer's blood glucose was unknown. It was reported that customer was hospitalized for two weeks due to an infection that caused high blood glucose; the type of infection was unknown. Customer went back to the hospital one or two days after release from first hospitalization due to infection; customer did not have high blood glucose. Customer was wearing insulin pump at the time of hospitalization.